Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for excessive condensation in tubes with the incident lot was not observed. The tubes contained an acceptable spray pattern of coating meeting specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use it was discovered there was excessive condensation in tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: customer explained that what appears to be condensation in these tubes is the additive, that is spray coated on the sides of the tubes. In the sst tubes, it is the clot activator, and in the edta tube, it is the anticoagulant.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered there was excessive condensation in tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: customer explained that what appears to be condensation in these tubes is the additive, that is spray coated on the sides of the tubes. In the sst tubes, it is the clot activator, and in the edta tube, it is the anticoagulant.